Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: knot lock. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the prostar xl device attempted arteriotomy closure of a mildly calcified femoral artery after an interventional procedure. Reportedly, after uneventful suture deployment, as the knot was being slid down on the white suture, "the white knot had locked too high and the green (suture) had managed to snag on some tissue also on the way down." The suture was removed and a surgical cut-down was performed to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.